Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. The pump and sensor were monitored for 7 days. No pump/sensor communication anomaly or calibration anomaly noted. No cracked/broken off/missing belt clip rails noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer at the knit line location. No damage noted on the battery cap. Perform the history review 2 days prior to the event date 19-mar-2025 in the pump history file and found. 1 sensorerroralert (801) on 03/17/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. The pump and sensor were monitored for 7 days. No communication anomaly, calibration anomaly or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.2 mv). The pump passed the functional testing. No current code/category not confirmed (sensors not lasting 6-7 days was not confirmed). No communication-between pump & xmtr not confirmed. Damage- belt clip damage or missing not confirmed, however, other cosmetic damage was noted. Damage-battery cap not confirmed (customer mention battery cap recall, however, during visual inspection no damage noted on the battery cap). Damage-retainer ring damage confirmed (found cracked retainer at the knit line location during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the belt clip rails of the insulin pump were damaged and also received messages on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884l was requested and the the device was returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. The pump and sensor were monitored for 7 days. No pump/sensor communication anomaly or calibration anomaly noted. No cracked/broken off/missing belt clip rails noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer at the knit line location. No damage noted on the battery cap. Perform the history review 2 days prior to the event date 19-mar-2025 in the pump history file and found 1 sensorerroralert (801) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. The pump and sensor were monitored for 7 days. No communication anomaly, calibration anomaly or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.2 mv). The pump passed the functional testing. No current code/category not confirmed (sensors not lasting 6-7 days was not confirmed). No communication-between pump & xmtr not confirmed. Damage- belt clip damage or missing not confirmed, however, other cosmetic damage was noted. Damage-battery cap not confirmed (customer mention battery cap recall, however, during visual inspection no damage noted on the battery cap). Damage-retainer ring damage confirmed (found cracked retainer at the knit line location during visual inspection). For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.